Event description:
An olympus representative reported to olympus, on behalf of the customer, the endoeye flex deflectable videoscope had an air/water leakage. Upon inspection and testing of the returned device, it was discovered the adhesive on the objective lens was peeling off. There were no reports of patient harm associated with this event. The medical device report (MDR) is being submitted to capture the reportable malfunction of the adhesive of the distal end (objective lens / light guide lens) chipped or peeling off found during evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation. Upon inspection testing of the returned device, the user's request was confirmed. It was discovered, the watertightness was not maintained due to holes in the universal cord. In addition, it was noted, the adhesive part of the objective lens had come off, there was rattling at the connection between the insertion pipe and the operation part due to the looseness of the insertion pipe, the curved rubber had scratches, the curved rubber adhesive part was missing and the video cable ore dome had scratches. The investigation is ongoing. If additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause could not be determined. It is likely the event was caused by stress from repeated use, external factors, or handling. Olympus will continue to monitor field performance for this device.